Event description:
New information received notes that the lead was explanted and replaced. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an alert for increasing hv lead impedance, noise was observed. Review of the hv lead impedance trend indicates a potential new issue. Lead replacement was recommended. There were no adverse consequences to the patient.

Event description:
New information received notes that during a follow-up in clinic, the high voltage lead impedance continued to be monitored. Oversensing and intermittent pacing failure were observed. The lead is inactive and remains implanted. There were no patient consequences.